Manufacturer narrative:
Should the lead be returned for analysis and analysis completed, this report will be updated.

Event description:
Boston scientific received information that this lead had dislodged after the patient underwent coronary artery bypass grafting. The patient was seen for a revision procedure where the lead was attempted to be repositioned. Upon attempting to extend the helix, the helix would not extend. The lead was then explanted. The lead is not expected to be returned. There were no additional adverse patient effects reported.